Event description:
Following a valvuloplasty procedure, an angio-seal device was placed. The confirmation sequence of deployment was without difficulty, however, the tamper tube was observed to go too far into the artery, and the spring distance (which should be 2-3 cm in distance) seemed wider than normal. Hemostasis was not achieved with the device, and pulsatile blood flow was observed. Protamine was administered, while both upward tension on the suture and manual pressure were held; hemostasis was achieved after 20 minutes. The pt was transferred to the holding area and the spring was left on another 20 minutes (which is in accordance with the instructions for use); however, when the suture was cut and the tamper tube was removed, a renewal of pulsatile blood flow occurred. Manual pressure and a c-clamp were used for 30 minutes. Following release of the c-clamp the pt's pulses were not able to be detected via doppler ultrasound (pulses noted as 1+ prior to procedure). An angiography revealed a completely occluded common femoral artery with the artery reconstituted at the bifurcation of the common femoral artery. The pt was taken to surgery, where both intra-arterial collagen and an intimal flap (believed to pre-date the angio-seal deployment) were noted. A left common femoral thrombectomy, removal of foreign body, and saphenous vein angioplasty were performed. Following the procedure, an eval revealed excellent pulses in the superficial femoral artery distal to the repair; the pt tolerated the procedure well and was in stable condition.